Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after the physician has positioned the right ventricular (rv) lead and was extending the helix, the physician noticed a "crack" and the helix was not able to be extended. After the lead was removed from the patient's body, the physician saw a white rubber ring that was twisted with the helix. The physician removed the ring with a tweezers. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.